Event description:
Per complaint (B)(4), a patient with a dental implant experienced an allergic reaction during initial placement. Additionally, the patient's bone was too thin: the implant was unable to integrate. The implant was removed on the same day.